Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The inclose mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5/s1. Patient returned to the physician in 2008 with persistent pain. Mr images indicated a protrusion at l5/s1. Exploratory surgery performed about 2 months later revealed that a portion of the device was outside the annulus fibrosus. Scar tissue had encapsulated this portion of the mesh and after careful removal the surgery was completed without further complication. The patient was discharged the following day with no continuing adverse effects.